Event description:
A malfunction was reported by the customer, identified by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for the customer to reset the pump, and after doing so, the malfunction code did not recur. The customer was informed that they could continue using the pump and was advised to call back if any issues reappeared.